Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with the pacemaker exhibiting an episode of far field p wave oversensing followed by pacing mode switch and inhibition of pacing. The patient was brought in office on (B)(6) 2019 which the patient stated he experienced presyncope. No further information was provided.

Event description:
New information received stated that the pacemaker was reprogrammed. No further episodes of over-sensing was observed.